Manufacturer narrative:
Additional information: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor became aware that during bilateral device removal, it was discovered that both implants were not ruptured. Mentor also became aware that the patient experienced bilateral breast pain and asymmetry. The patient underwent device removal and replacement with 525cc mentor memorygel breast implants, catalog number smpx525, lot numbers 7542261 on the right side and 7732566 on the left side on (B)(6)2019. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with 475cc mentor memorygel breast implants and experienced bilateral rupture post-operational. The ruptures were confirmed with an MRI. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's right-sided device.